Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience complete incontinence after implant. The physician has advised that there is nothing else they can do for the patient. There was no surgical intervention or additional patient complications reported.